Event description:
The customer called and reported having a seizure after inserting a new sensor and wanted to have the sensor replaced. Customer stated she would experience seizures when her blood glucose went low, and she was unconscious for 8 hours. The customer stated she knew the reason for the low blood glucose occurrence. She was advised the sensor would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.